Event description:
It is reported that the instrument broke.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: all lots of this device are being recalled, please reference the above mentioned removal report for add'l info. Eval: as returned, the spring clip is fractured. Device history records indicate all components were mfg and inspected to spec.